Event description:
In 2007, at 8:07am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter is reverting into the setup mode. According to the patient, her meter started to go into the setup one day earlier, in the afternoon. Hence, the patient may not have been able to test her glucose for one day prior to calling lifescan. During that time, the patient developed symptoms described as "shaky." The patient did not require medical intervention and did not take any action in regards to diabetes. It would have been helpful to know the following information: frequency of testing, insulin regimen, food intake prior to the symptoms, diabetes medication regimen, and treatment for symptoms, but the medical affairs specialist was unable to get in contact with the patient. During troubleshooting, the cca was able to resolve the patient's reported issue through troubleshooting. This complaint is being reported because the patient alleged that after the reported issue began, she developed symptoms suggestive of hypoglycemia, replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.